Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2026, the patient was asleep when the patient¿s mother received an unspecified low alert via the follow app. The mother contacted the patient by phone, during which the patient began experiencing a seizure. At that time, the patient¿s cgm reading on the follow app was 55 mg/dl. Emergency medical services (ems) were called. It was reported that the patient was with friends, though it is unclear whether any treatment was administered prior to ems arrival. Upon ems arrival, the patient¿s cgm reading was 100 mg/dl. The patient was treated with IV zofran and juice. A blood glucose meter reading of 59 mg/dl was documented; however, it is unknown whether this measurement was taken before or after ems treatment. Ems remained on site for approximately 45 minutes. The patient was not transported to the emergency department and was reported to be ¿fine¿ at the time of follow-up. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.